Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer tripped and fell and the pump hit a bed post causing the touch screen to become shattered. Customer is unable to unlock, deliver a bolus, or change a cartridge due to the shattered touch screen. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to a backup pump for insulin therapy.